Event description:
Teh following events are being reported as a voluntary initiation because user feels this is a potential packaging problem. A catheter was ordered for the pt. The multi-lumen central venous catheterization kit with blue catheter and spring wire introduction syringe, and the multi-lumen central venous catheterization kit with blue catheter, are so similar, it is difficult to distinguish ine catheter from the other. Due to similarities in the packaging, the line remained in greater than 5 days and it is felt that the difficulty distinguishing the difference has possibly resulted in teh pt developing and intravascular line infection.